Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where he forgot to remove needle guard before inserting ifs on (B)(6) 2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.